Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead helix failed to extend. The ra lead was not used and replaced on 11 jul 2024. There were no patient consequences.